Manufacturer narrative:
(B)(4). G2: canada h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the surgeon attempted to backslap the nail. When he did so, the treads fractured off the impactor. Attempts have been made and there is no further information at this time.

Event description:
After further review, it was determined that this product should be not reportable.

Manufacturer narrative:
(B)(4) upon further review, it was found this event did not contribute to a serious injury and has not in the past; therefore, it would not be considered a reportable event. The previous report should be voided.